Manufacturer narrative:
Evaluation summary: no phaco tip was returned for a corneal burn using the system. Customer believes the flared design of this phaco tip has a problem with clogging when using that specific mode with the machine system. A device history record review for the lot was conducted. No anomalies were found during the device history record review. The product was released based on manufacturer¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined.

Event description:
A doctor of ophthalmology reported phacoburn episodes during several surgeries while using the system with the flared tips. Sutures were required on the main incision. Per reporter the nucleolus could occlude the tip at the point where it narrows down and this issue was more remarkable with hard nucleus. Attempts have been made to obtain additional information with no response to date. This is one of three reports being filed for the same event. This report is for the pool of patient who required sutures.

Manufacturer narrative:
Evaluation summary: no 0.9mm 45 ozil mini-flared abs phaco tip was returned. Customer believes the flared design of this phaco tip has a problem with clogging when using the ozil mode with the infiniti machine system. For this complaint file, the phaco lot identified in an unspecified houston surgical custom pak is lot 967700m. A device history record review for the lot was conducted. No anomalies were found during the device history record review. The product was released based on manufacturer¿s acceptance criteria. A complaint history examination indicates one complaint is related to the final phaco lot, from the same customer. Because a sample was not returned and the lot information indicates the product was released based on manufacturer¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined attempts have been made to obtain additional information with no response to date. (B)(4).